Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery. The 3.0 x 18 mm promus stent was implanted on (B)(6) 2011. On (B)(6) 2013, the patient presented with ischemic symptoms lasting 10 minutes or longer and a potential myocardial infarction. Cardiac enzymes were performed. A repeat angiography was performed. It was found that the myocardial infarction occurred in the first diagonal vessel. An additional stent was implanted for treatment. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of ischemia and myocardial infarction are known observed and potential patient effects as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.